Event description:
The customer reported that the device was not sealing well during the procedure. The site contact was not able to provide additional details regarding the device or incident. It is unknown if alarms or end tones, indicating a completed seal cycle, were heard. The surgeon opened another device and successfully completed the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.